Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs was performed. The logs show a sureform 60 stapler instrument was installed on the system 7 times and fired 7 sureform 60 reloads (1 blue, followed by 6 white). On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 2-7, the first clamps were successful, and the firings were each completed with no pauses for compression. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a postoperative bleed and required further intervention. The initial robotic procedure was completed without any intraoperative complications, specifically without any da vinci system or instrument issues. The patient experienced clinical symptoms while recovering, and a bleed within the stomach was identified. The patient was transferred to a tertiary hospital for further treatment within an intensive care unit (ICU). The patient is currently discharged. The following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the complication, and what medical intervention was rendered due to the bleeding.